Event description:
It was reported by service report that the locking spindle was broken at the weld and the siderail could not be latched up. It is unknown if there was patient involvement or if there were adverse consequences to report.